Manufacturer narrative:
The event unit was returned to applied medical for evaluation; however, the bag was not returned. As the bag was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the bag, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. The bag fell off the prongs when they deployed the bag. Limited information is available at the time of reporting. It is unknown how the surgeon completed the case. The patient status is unknown. The procedure is unknown. Additional information received via email on 3jun2019 from applied medical account manager on 5/7 . Attempted to contact doctor in or, did not have time to speak with us regarding the bag. Other contacts that we discussed it with, [name] (emi coordinator). Same day in person at the hospital. I¿ll send an email to the doctor this afternoon. I¿m in the middle of a large trocar conversion so I will not be able to make an in person attempt this week. Intervention: ni. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: the bag fell off the prongs when they deployed the bag. Limited information is available at the time of reporting. It is unknown how the surgeon completed the case. The patient status is unknown. The procedure is unknown. Type of intervention: ni. Patient status: no patient injury reported.